Event description:
During the index procedure an in.pact av access was used to treat the right arm. Approximately 13 months post procedure patient suffered proximal outflow stenosis. Ultrasound guided antegrade access of the right brachio-basilic fistula. Ultrasound guided access of the right radial artery revascularization of right subclavian vein with a 7x40 mm conquest balloon, 9x80 mm in.pact drug coated balloon, followed by 14 mm venovo stent revascularization of proximal outflow stenosis with 5x120 mm serranator, 8x75 mm viabahn and 5x80 mm in.pact drug coated balloon. Patient recovering.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.